Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw 4.11e. Pump received with the three heat stake post damage on the battery cap noted. Pump received with pillowing keypad overlay.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.